Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had off no power anomaly. The pump is not turning on. The customer was advised to discontinue use of the pump. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The battery cap contact was also corroded. Unable to verify the off no power alarm anomaly and unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.